Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited unstable thresholds and intermittent loss of capture on telemetry. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.